Event description:
It was reported that the 2800 system had an artifact in the image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The camera was cleaned during the svc call. The system was tested and found to be working as intended, and put back into svc. This MDR is related to ge healthcare complaint number.